Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4)2018. An empty opened foil, an empty labeled winding and a needle suture combination in two sections of suture product were returned for analysis. During the visual inspection of the sample (needle/suture piece), the swage and attachment area were as expected and slightly marks were observed on the body needle, and the end of the suture was observed cut appears to be by use of a surgical instrument. The other section of the suture was examined and an end of the suture was cut and does match with the extreme of the needle/suture piece. In addition, a functional test was performed and the tensile force were above the minimum requirements. Due to the sample condition, the assignable cause of performance breakage suture, suggests an improper handling of the sample.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown ob-gyn procedure on (B)(6) 2018 and a barbed suture was used. During the procedure, the suture was broken when pulling the suture after the first stitch. There were no adverse consequences to the patient. No additional information was provided.